Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned product showed the optic was split and part of it was torn off with a haptic and missing. There was a dark residue on the lens. (B)(4).

Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and noted the optic was torn. The lens was removed without any patient injury. The reporter indicated the incident occurred while loading into the cartridge due to a tech error.